Manufacturer narrative:
There is no service record. Without evaluating the unit, the cause for malfunction cannot be determined.

Event description:
This handpiece worked for 8 seconds then stopped cutting. We could not get it to start cutting again.